Event description:
The advocate stated his daughter's blood glucose reading on the contour next link was 36mg/dl, and on a different meter it was 240mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event alleged. At the request of the advocate the meter was replaced.